Event description:
It was reported that difficulty recapturing the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 27mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed, and the device became stuck in the lobe causing it to be difficult to recapture. The wds was recaptured and removed from the patient. Another wds was used to complete the procedure, and there were no patient complications. The procedure was concluded.

Manufacturer narrative:
Device evaluated by MFR.: the returned 27mm watchman flx delivery system (wds) was received for analysis and the reported event was not confirmed. Visual inspection revealed that there were numerous kinks in the wds sheath. Microscopic examination under the microscope found the tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the wds sheath tip. The implant had anchor damage, and an anchor was piercing the tip. The observed damage was attributed to procedural factors as the most likely cause is due to the forces that are put upon the device during insertion, advancing, and manipulation. Media was received and reviewed by a bsc quality engineer and media review depicts the same tip and anchor damage as identified during analysis. H6: codes updated for eval conclusion code.

Event description:
It was reported that difficulty recapturing the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 27mm watchman closure device and delivery system (wds) were advanced. The wds was deployed, and the device became stuck in the lobe causing it to be difficult to recapture. The wds was recaptured and removed from the patient. Another wds was used to complete the procedure, and there were no patient complications. The procedure was concluded.